Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 90 mg/dl and the sensor glucose was 40 mg/dl. Insulin delivery was suspended due to sensor values. Customer stated the other blood glucose was 96 mg/dl and the sensor glucose was 70 mg/dl also other blood glucose was 130 mg/dl and the sensor glucose was 113 mg/dl. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The sensor will not be returned for analysis.